Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, after being used for approximately 45 minutes to take down adhesions, the jaws of the instrument became locked down on the tissue. As the surgeon was working on the adhesions he was able to use force to pull the unopened jaws from the tissue. He then used another instrument hook to complete the procedure. There was no medical or surgical intervention needed to prevent a permanent impairment. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. Visual inspection found the hub was broken. The broken off pieces were not returned with the product. Tissue was found inside the jaws. The reported condition was confirmed. The investigation found the hub was broken. This is indicative of the shaft being flexed too far. The investigation identified the root cause of the reported event to be user error. The instructions for use(IFU ) states, do not bend the instrument shaft. If information is provided in the future, a supplemental report will be issued.